Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on the esc button. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed or test for software error alarm due to button response. The device was also received with a severely scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery during prime. They were able to prime without an alarm after disconnecting and reconnecting the tubing and reservoir. It was also reported that the customer received a software error alarm. Blood glucose value was 300 mg/dl; treated with manual injection. The alarm occurred after pressing the act button while a bolus was being delivered. The device was returned for analysis.